Manufacturer narrative:
Other: responsible for marketing and operating surgical products in the territory. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic bariatric procedure, when clipping in the intestinal anastomosis, the staples was embedded in the stapler normally but at the time of use it caught, did not work. The surgeon was able to press the green button and squeeze the handle but the device did not fire. The surgeon tried 2 more times, took out and put the load but it did not work. Another reload was used to complete the case while the same handle was used throughout the procedure. There was no patient harm.